Event description:
Patient was revised to address poly wear of the liner and loosening of the femoral stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code combination since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both product codes associated with this event are inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.